Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 379 mg/dl. The customer also reported blood glucose of 421 mg/dl and 418 mg/dl. The customer had symptoms such as nausea and feeling sick. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV fluids and insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer also reported low suspend alarm, battery out limit and failed battery test. The insulin pump will not be returned for analysis.